Event description:
It was reported by a healthcare provider to intera that an intera 3000 hepatic artery infusion pump, serial number (B)(6), had 28 mls of heparinized saline returned after nine days of infusion. Implant date was (B)(6) 2023. No additional information was provided by the provider.

Manufacturer narrative:
The device history record for this device was reviewed. There were no deviations or nonconformances pertaining to this serial number. The device met all functional and performance specifications prior to release to manufacturing. Follow inquiries with the healthcare provider were conducted but no additional information was received from the provider at this time. If additional information is received at a later date, a supplemental report will be filed. Blank fields in the MDR for represent unknown information.

Manufacturer narrative:
According to the updated information provided by the hcp, the pump residuals were 'back to normal,' indicating that the angioplasty intervention may have addressed the stenosis and reestablished the correct flow rate. This would then indicate that the device is performing as expected. The device remains implanted and in use and therefore cannot be further evaluated. Patient information was requested but not yet received. If additional information is received at a later date, a supplemental report will be filed. Blank fields in the MDR for represent unknown information.

Event description:
It was reported by a healthcare provider to intera that an intera 3000 hepatic artery infusion pump, serial number (B)(6), had 28 mls of heparinized saline returned after nine days of infusion. Implant date was (B)(6) 2023. It was later reported on 13 february 2024 the following: the cta abdomen showed "focal stenosis and/or partial obstruction of the common hepatic artery near the expected origin of the gda", the nuclear medicine spect study showed appropriate flow through the pump. The healthcare provider then sent the patient for a hepatic arteriogram in interventional radiology which showed "fairly high-grade stenosis of the common hepatic artery beginning just proximal to the gda and extending distally into the proper hepatic, however there is suitable flow. On the 2d view the stenosis is not readily apparent. However, with 3d imaging there is definitely a narrowed segment. Angioplasty was performed with a paclitaxel coated balloon. No stent placement." It was reported that the radiologist who performed the hepatic arteriogram stated he didn't think that the procedure was going to fix the problem since the stenosis did not seem bad enough to cause obstruction and flow was not affected. It was also reported "however, after the angioplasty the hai pump residuals were back to normal and her liver enzymes continue to trend down. [The hcp is]...restarting the fudr through the hai pump next monday. It has been held and we have only been flushing the pump with heparin since the lfts originally became elevated in november. The patient has felt fine and been completely asymptomatic throughout the entire process."